Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). The intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection of the returned lens showed the lens is damaged, most probably to make the explant possible. The complaint cannot be confirmed. Considering this conclusion, and the condition of the returned lens, no further analysis was possible. The manufacturing records were reviewed. There were no non conformances in the final product release. The production order was produced under deviation; however, the deviation had no impact on product quality. There was no relation between the deviation and the complaint. The associated test is the optical measurement at final release. The inspection data showed the lens was within specification in terms of optical and cylinder power and resulting contrast. A search on complaints revealed that no other complaints for this order number were received to date. During the manufacturing record review, no non-conformances or assignable cause were identified. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens was explanted in a secondary procedure due to hyperopic miss. It was reported that the wound was not enlarged. A new lens was implanted and the patient improved vision was 20/30. No patient injury was reported.